Event description:
A malfunction was reported on the pump, possibly due to humidity. There was no adverse impact to the customer's blood glucose level. The customer reverted to a backup insulin pump for insulin therapy.